Event description:
7 1/2 year old male with congenital hydrocephaly admitted to llumc due to increased headaches and vomiting. He was seen in the ER where fluid was drained from the vp shunt. Taken to or for vp shunt revision. Vp shunt valve was found to be broken. Connecting end of valve came out of main body of valve requiring replacement. Following shunt revision, pt was improving until approx. One week post-op when he became unresponsive toverbal and tactile stimulus. Neurologically he is with cortical blindness and cerebellar dysfunction due to herniation.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: mechanical problem. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.